Event description:
The customer reported a vertical lift malfunction. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. System operates as intended. (B) (4)